Event description:
It was reported by the nurse that the external pulse generator (epg) had "inappropriate sensing." The epg will be sent in for repair. There was no indication of patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Disclaimer: submission of information by medtronic under the medical device reporting regulation does not constitute an admission that the device (s) has malfunctioned or that there is any causal connection between the performance of the device and any injury that may have occurred.